Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb7951, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulator kept telling the patient it was charged and the recharger showed it was completely full, but the patient was certain it should go down as he used it every day and settings were at 10.0v on the right leg and 9.4v on the left leg. It was noted that the patient charged every day for 2 hours and didn¿t see how this could be. It was noted that the patient programmer showed full as well. The reporter stated that the stimulation was off and the patient was not sure when or how it could have happened, but turned it back on at the time of the report and could feel stimulation. It was noted that this action resolved the reported issue. It was noted that the patient had two spinal cord stimulation (scs) systems and that the one that charged the legs was the rechargeable battery. The reporter stated the pain started about 3 weeks prior to the report and was in the front portion. It was noted that problems with the icons on the units started on the day prior to the report. Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that there was an appointment date of (B)(6) 2014.